Event description:
Alaris pump was programmed to infuse at 42ml/hr. The channel had a green light and the brain of the pump stated that the fluids were infusing as programmed. When the IV bag was checked there seemed to still be a full bag hanging despite four hours of infusion time lapsed. Md notified, no new orders at this time. Pump changed, fluids infusing.